Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth breast implants due to the pt's concern with the product of a non (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).